Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination revealed the button to be encrusted with hard residue. The button body was pin gauged and measured and found to be within specifications. Insertion of pin gauge was difficult due to the heavy, hard residue in proximal end of the body. The flange plug outer diameter was measured and found to be within specifications. A functional evaluation was performed by inserting the flange plug into the button body with difficulty due to the heavy residue. Removal of the flange plug was also difficult due to the heavy residue. The returned unit was consistent with the complaint incident that the device plug/ cap did not have a tight fit in the button body. The hard residue build-up inside the proximal end of the button body prevented proper insertion of the plug and also prevented the plug from forming a tight seal inside the button body. Since the residue formed on the device during use, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011.according to the complainant, on (B)(6), 2011 the cap on the button device became loose. The procedure was completed with a new button replacement gastrostomy device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the cap on the button device became loose. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.